Event description:
The essure device was implanted in summer of 2015 after the birth of our last child. Since that time, I have experienced 15¿20-day bleeding cycles in my period, intense abdominal and back pain, developed at least two fibroids, as well as cyclical migraines, weight gain and depression. I am currently waiting to be scheduled for a full hysterectomy by a new doctor, with the diagnosis that all the issues listed were sparked by the essure device. I have years of paperwork to back the claim, as well as pictures of proof that the device was implanted and shown to be in place.